Event description:
It was reported that the pt lost stimulation. Palpation of the device and extension caused a very slight feeling in the pocket. An x-ray showed migration of all quad leads. It was believed the battery was not in the best location and this lead pressure on the leads. The implantable neurostimulator (ins) is located in the upper buttock and the pt has a shelf that moves the ins when the pt moves. A revision was being discussed. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.